Manufacturer narrative:
Updated fields - b4, d8, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 corrected field - e1(event site telephone). Due to character limitations in e1(event site telephone)- (B)(6). A getinge field service engineer (fse) inspected and stated the machine requires the replacement of the drive valve group, waiting for the customer to purchase. On 6-24, fse replaced drive manifold. The equipment function returned to normal and was delivered to the customer for use.

Event description:
N/a.

Manufacturer narrative:
Due character limit e1, (B)(6). Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cs300 intra aortic balloon pump(iabp),had an electrical fault code #53. There was no patient harm.